Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from the patient. The sample was processed per pi and run on the xpert xpress cov-2/flu/rsv plus, which resulted as sars cov-2 positive, flu a positive, flu b negative, rsv negative. This result was not reported to the physician. The customer retested the sample because it is part of the site's procedure to retest a sample if it is positive for sars cov-2 and flu. One (B)(6) 2022, the sample was processed per pi and run on the xpert xpress cov-2/flu/rsv plus, which resulted as sars cov-2 negative, flu a positive, flu b negative, rsv negative. This result was not reported to a physician. Patient was symptomatic when the sample was collected.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from the patient. The sample was processed per pi and run on the xpert xpress cov-2/flu/rsv plus, which resulted as sars cov-2 positive, flu a positive, flu b negative, rsv negative. This result was not reported to the physician. The customer retested the sample because it is part of the site's procedure to retest a sample if it is positive for sars cov-2 and flu. One (B)(6) 2022, the sample was processed per pi and run on the xpert xpress cov-2/flu/rsv plus, which resulted as sars cov-2 negative, flu a positive, flu b negative, rsv negative. This result was not reported to a physician. Patient was symptomatic when the sample was collected. This case involves a specimen from a symptomatic patient that tested positive for sarscov2 and flua by xpert xpress cov-2/flu/rsv plus test. As per protocol, the test was repeated and positive only for flua. The first test sarscov2 value was consistent with a very low concentration of target. Flua1 CT and a2 CT were consistent with high concentration of flu target. Repeat test sarscov2 channel showed evidence of amplification with weak pcr curve but below the cutoff. The repeat flua results were very consistent with the initial results. The likely root cause is target/s near limit of detection or near cut-off. There is no evidence of product malfunction causing weak sarscov2 amplification and negative result. No reported impact to the patient. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.